Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that needle sftygld 23x1 rb did not have a safety flange. The following information was provided by the initial reporter: material no: 305902 batch no: 0209955. It was reported that nurse noted needle did not have a safety flange.   Event description per email states: we recently had a product issue with a needle. After administering vaccine, nurse noted needle did not have a safety flange. Needle hypodermic bd safety-glide 23ga 6515014498284 bx 50 11.67. I wanted to inform your company of this issue in hopes that there are not similar issues with other lot numbers. The needle was disposed of in a sharps container.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle sftygld 23x1 rb did not have a safety flange. The following information was provided by the initial reporter: material no: 305902, batch no: 0209955. It was reported that nurse noted needle did not have a safety flange. Event description per email states: we recently had a product issue with a needle. After administering vaccine, nurse noted needle did not have a safety flange. Needle hypodermic bd safety-glide 23ga 6515014498284 bx 50 11.67. I wanted to inform your company of this issue in hopes that there are not similar issues with other lot numbers. The needle was disposed of in a sharps container.